Event description:
It was reported that the customer had an adverse event, however, is unsure when he was in the hosp or the reason. Customer mentioned having high blood glucose readings. Customer hung up before further info could be gathered. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.